Event description:
In 1973, rptr had a breast implant implanted. After 10 years, pt started to develop arthritis and, at the age of 30, it became severe. In 1987 pts condition continued to worsen. Dr had no explanation for the chronic arthritic condition which required hospitalization. In 1992 pt developed shingles. Pt was never advised of the possibility of autoimmune disorder associated with the leaking of the implant. Many specialists began to indicate that pt's autoimmune disorder was caused by the leaking implant. Pt developed blisters on the right breast and dr recommended the implant be removed. Prior to the implant being removed, a blood test was performed which revealed a high abnormal ana. The implant was removed in 1993. After the surgery pt had lupus-like scars on her neck and face and her body became "inflammed." The surgeon removed the scar tissue from pt's armpit. It was later determined that the implant ruptured and had leaked into the surrounding tissue. The dr reported that the blood test after the implant removal was normal and revealed that the ana level had returned to normal. Dr indicated that this was proof the implant had caused the autoimmune disorder. Pt's illness has caused her financial, physical and mental distraction. Pt has several lab results revealing the damage from the defective breast implant. Pt has experienced ongoing problems obtaining appropriate medical treatment and her condition continues to deteriorate. Many doctors have said that not enough info is available to help them know how to treat pts illness please help the sick women before they die.